Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m54t0k. The analysis results found that the ecs25a device arrived in good visual condition three staples were missing from the device and the breakaway washer was uncut. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. For more information please refer to the instructions for use. No functional test was performed to preserve evidence. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a lap anterior resection, staples were protruded. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.